Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, and hard drive cable were replaced. The image processor and video control boards were replace during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the left monitor of the 9900 system is poor quality. No pt injury was reported.